Manufacturer narrative:
(B)(4). Batch # m9213h. The analysis results confirmed that one 5dcd instrument was received with the end effector broken and returned inside a plastic bag. In addition the shaft was noted to be bent. No functional testing could be performed due to the condition of the device. No conclusion could be reached as to what may have caused the reported incident. The batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic hernia procedure the tip of the device broke off and fell into the patient. The tip of the device was retrieved thru the trocar with graspers. Unknown how the procedure was completed. There was no patient consequence.